Manufacturer narrative:
The crp4 reagent lot number was 906247 with an expiration date of 31-aug-2026.

Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas c 503 analytical unit. Of the data provided, discrepant tina-quant c-reactive protein IV (crp4) results were identified. The initial result was 343 mg/l with a data flag. The repeat result was 0.731 mg/l.

Manufacturer narrative:
No instrument performance issues were identified. The provided picture from the affected sample shows that the gel barrier in the collection tube was cracked and contaminated with erythrocytes. Sample images were reviewed, showing poor sample quality; images showed white particulate matter (wpm) floating on the surface. It could not be confirmed whether the customer is performing 8-10 sample tube inversions. Failure to mix properly with anticoagulants leads to micro-clots and the formation of wpm. The investigation determined the event was consistent with pre-analytical handling issues. A product issue was not found.